Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "sutures break easily." Could you please confirm the quantity of devices that broke during this single procedure being reported? Did the sutures broke during use on the patient? Or did they broke upon handling/dispensing before use on the patient? Could you please provide lot number? Procedure name and date? Did suture breakage occurred during multiple procedures? If yes please specify quantity of devices involved during each procedure. Were these previously reported to ethicon? Can you provide a product complaint number? If not previously reported, please provide procedure name and date. Product code. Lot number. Quantity involved in each procedure. Event description stating when each involved device had a suture breakage issue in the procedure. Were there any adverse patient consequences. Note: events reported in 2210968-2021-04480. " trade name - irgacare¿, " active ingredient(s) triclosan, " dosage form suture/solid/parenteral" strength = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. No additional information was provided.